Manufacturer narrative:
Date of the event is estimated.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01050. It was reported the patient experienced ineffective stimulation. Surgical intervention may take place at a later date to resolve the issue

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. Date of explant was provided.

Event description:
Additional information received the patient underwent surgical intervention wherein both existing leads were explanted and replaced. Effective therapy was established postoperatively.